Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Mfg reference report number: 3006705815-2021-01934. It was reported that the patient experienced ineffective therapy due to lead migration. Revision surgery occurred (B)(6) 2021 to address this issue where leads were repositioned and therapy was restored.